Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,conclusion),h11 an intra aortic balloon leak involves loss of integrity of the balloon membrane or its connections allowing blood or gas to escape. The issue occurred during use and was observed by the user who informed the service team and a complaint visit was attended. A patient was involved however the customer does not remember which patient was last treated with the device. The complaint was first reported from the bme department and repair of the unit is currently in progress with software version d 01. The customer was not aware of the exact time when blood entered the balloon and no separate balloon complaint was created. There was no delay in treatment and no patient harm occurred as the issue was identified during self test and run test while the unit was in standby mode.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that while using an unknown intra aortic balloon (iab) catheter, there was autofill failure and inlet of the blood in the balloon. No harm or injury to the patient was reported.